Event description:
New information received notes that the patient experienced discomfort due inappropriate shock. Programming interventions were made. There were no further patient consequences.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
It was reported, that the patient presented to the emergency room. After an inappropriate shock was delivered by the implantable cardioverter defibrillator. The device delivered a shock for an episode supraventricular tachycardia with premature ventricular contractions. No interventions were reported. The patient was stable. Further information was requested, but not received.